Event description:
On (B)(6) 2025, the user reported that after changing a g7 sensor, initial readings stopped displaying on the ilet. Troubleshooting was done and sensor successfully reconnected, and bg readings resumed. The highest recorded blood glucose (bg) during the event was 262 mg/dl. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.